Event description:
It was reported that two insulin cartridges leaked from the top when a caregiver connected the connector to the cartridges outside of the ilet, and after education on the correct installation procedure the user resumed insulin delivery successfully. Customer care provided support that included troubleshooting and user education. Investigation of this case revealed user technique error during cartridge-connector assembly outside the device, with no evidence of device malfunction and no impact to the cartridge chamber. No adverse clinical symptoms and no changes in blood glucose reported. Outcomes included no clinical intervention and no impact to therapy beyond replacement of supplies. It was concluded that the event was attributable to use error, and normal operation was restored after correct procedure was followed.